Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient in the vertical lip lines and vermillion border with 1 ml of juvéderm volbella® xc. Four months later, the patient experienced ¿swelling and bumps¿ and ¿inflammatory nodule¿ at the injection site. Six days later, the patient was treated with 500mg and prednisone. Two days later, the patient was treated with hylenex and again 6 days later. The symptoms are ongoing.